Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Event description:
It was further reported that the device would be returned for analysis. It was further reported that the battery was placed in the device pocket and then taken back out during the procedure. When taken back out of the pocket they found that the implantable neurostimulator (ins) had fluid under the front header block casing. A different ins was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, when they inserted the new implantable neurostimulator (ins) into the pocket to check pocket size, fluid got into the header block. It was reported another ins was used. It was reported after the new ins was connected, it worked "good".